Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant adverse impact. Technical support provided instructions to reset the pump, and the customer successfully completed the reset without any recurrence of the malfunction. The customer was informed to continue using the pump and advised to contact support again if the issue reappeared.